Manufacturer narrative:
The event of silicone migration is are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported, "earlier this year I noticed some painful suspicious ¿lumps¿ in my right armpit area, along with a ¿hot¿¿ sensation in my right breast, and a fluid sensation in my right arm. After multiple tests and ultrasounds and x-rays it was found to be a ruptured implant. This rupture is leaking silicon into the lymphatic system." The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; the weight the device within specification, brown particles in the gel and opening extended. A visual and microscopic analysis was performed which identified; sharp opening on posterior and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening.

Event description:
Patient reported, "earlier this year I noticed some painful suspicious ¿lumps¿ in my right armpit area, along with a ¿hot¿¿ sensation in my right breast, and a fluid sensation in my right arm. After multiple tests and ultrasounds and x-rays it was found to be a ruptured implant. This rupture is leaking silicon into the lymphatic system." The device was explanted.

Event description:
Additionally, a patient reported that they are ¿scared of the outcome of silicon leakages into my lymphatic system". The device was explanted.